Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited low lead impedance. The issue was communicated by the physician with the patient and the physician would continue to monitor the patient without current intervention.